Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe inflammation, unnatural stiffness, swelling, deformation, herpes simplex, signs of anaphylaxis, depression, anxiety disorders, bad mental conditions, and unsuccessful esthetic treatment are physiological and/or psychological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: indications "juvéderm® voluma¿ with lidocaine is an injectable implant intended to restore volume of the face." Contra-indications ¿ "do not inject juvéderm® voluma¿ with lidocaine in the periorbital area (eyelid, under-eye area, crow¿s feet) in the glabellar region or in the lips. ¿ juvéderm® voluma¿ with lidocaine must not be used on areas showing skin problems such as inflammation and/or infections (acne, cold sores, etc.)." Precautions for use ¿ "there is no available clinical data concerning the tolerance of a juvéderm® voluma¿ with lidocaine injection in patients presenting a history of severe multiple allergies or anaphylactic shock. The medical practitioner must therefore decide on the indication according to each individual case, according to the nature of the allergy, and must provide these at-risk patients with individual surveillance. In particular, the decision may be made to provide a double test or preventive, adapted treatment prior to any injection." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ poor efficiency or poor filling/restoration effect. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Patient reported they were injected to the lips with juvéderm® voluma¿ with lidocaine. After injection patient developed ¿severe inflammation of lips, especially lower lip.¿ inflammation slowly decreased and ¿only unnatural stiffness of the lips remain as a reaction to the procedure.¿ approximately fourteen months later patient returned to the injecting physician with ¿severe inflammation (swelling, deformation) of the lower lips.¿ the physician ¿diagnosed herpex simplex¿ and prescribed anti-viral treatment and local steroids. The deformation of the lips was still present after three months so hyaluronidase was injected. Three hours later patient ¿was hospitalized with the signs of anaphylaxis.¿ patient notes ¿the preparation does not dissolve.¿ symptoms are ongoing. Patient ¿has depression, anxiety disorders and is treated for bad mental conditions caused by unsuccessful esthetic treatment.¿